Event description:
Boston scientific crm received information that this dextrus atrial lead exhibited loss of capture and no p-wave measurements at sensitivity setting of 0.15mv. Technical services (ts) suggested an x-ray to assess lead position and discussed programming options regarding timing cycles. Additional information noted the patient had pacemaker mediated tachycardia and atrial oversensing. Again, ts discussed programming options to optimize therapy for the patient. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated. There was no explant date provided and there is no mention of surgical intervention.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.